Manufacturer narrative:
Results and conclusion summation - factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Unfortunately, without the device to examine, a conclusive root cause for the reported discrepancy could not be confirmed. To ensure this type of occurrence is not a result of a manufacturing related issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the vision stent was prepped outside of the body; however, prior to entering the pt, the stent had come off of the balloon. There was no pt involvement. No additional event or pt information.